Event description:
It was reported to physio-control that the customer used their device on a patient in cardiac arrest. The device was charged to 200 joules, but upon delivery of the defibrillation shock, a 'bang' was heard in the device. Upon evaluation of the device, the circuitry on the therapy pcb assembly was observed to have been significantly damaged and would likely not provide defibrillation therapy anymore. There was patient use associated with the reported event; however there was no adverse outcome for the patient reported. A back-up device was used to continue treatment of the patient.

Manufacturer narrative:
The third-party service agent replaced the therapy pcb assembly and the power supply assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. It was observed that the circuitry on the therapy pcb assembly was significantly damaged. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Through a visual examination of the removed therapy pcb assembly, physio-control has come to the conclusion that the likely cause of the reported failure was due to a shorted diode, designator cr44 on the therapy pcb assembly.